Event description:
Cath lab pack opened for prep of procedure. When the pack was opened, there was a black hair. Pack not used for procedure. Manufacturer response for cardiac catheterization kit, (B)(4). (Per site reporter). Sending replacement.